Event description:
Pdc received ca call on (B)(6) 2013 reporting a medical center that occurred on (B)(6) 2013 at 17:00 hrs. Pt (B)(6) was initial caller but her daughter (B)(6) took over conversation to give details of event. Pt became extremely alarmed due to the prodigy meter reading of 474 mg/dl. Pt's blood pressure at the time of event was 150/125. (B)(6) tested pts blood glucose on (B)(6)'s own personal meter and results were in the 160s. There was no time frame given between the two readings. Pt had recently been released from the hospital around the time of the event. Pt stated that she wasn't feeling well, wasn't speaking correctly, shaking and couldn't stand on her own. Then daughter (B)(6) called paramedics. Paramedics arrived approximately 20-30 minutes later. Paramedics performed blood test and reading was 330mg/dl. Pt was in hospital from (B)(6) 2013 and average glucose readings were in the 200s. Pts normal blood glucose readings are 120-140 mg/dl. Pdc sent replacement and prepaid envelop requesting return of suspect device.